Manufacturer narrative:
Eval summary: the package was opened and extensively damaged so it is not possible to verify if the screw was included in the package or not. With the info provided, it is not possible to determine root cause of the issue reported. Eval: only the packaging was returned for eval. Device history records have been reviewed and there are no indications that proper procedures were not followed. No mfg abnormalities could be detected.

Event description:
It was reported that during surgery, the screw packaging was opened, but no screw was found inside. Another screw of a different size was used to complete the procedure.